Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: "patient with pneumothorax, with saturation 78, with nasal cannula 3 l/min, with respiration rate 35 breaths per minute, with inspiratory count of 10, imminent respiratory failure. Procedure note: prior asepsis and antisepsis, seldinger's technical left subclavian bilumen central venous catheter is placed, the guide passes without difficulty. However, when the guide is removed it's not possible to be extracted in a first attempt, it's removed on the second attempt, but loses its memory and therefore access. After catheter placement and orotracheal intubation saturation doesn't improve, a pneumothorax is suspected, a chest x-ray is taken in which the result is not clear, a tac of the thorax is requested confirming a pneumothorax." It was reported that no medical intervention was required for the device issue and the pneumothorax was not caused by catheter insertion. The device was removed and replaced, and another attempt was successful. It was reported there was a delay in therapy without harm to the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reported as: "patient with pneumothorax, with saturation 78, with nasal cannula 3 l/min, with respiration rate 35 breaths per minute, with inspiratory count of 10, imminent respiratory failure. Procedure note: prior asepsis and antisepsis, seldinger's technical left subclavian bilumen central venous catheter is placed, the guide passes without difficulty. However, when the guide is removed it's not possible to be extracted in a first attempt, it's removed on the second attempt, but loses its memory and therefore access. After catheter placement and orotracheal intubation saturation doesn't improve, a pneumothorax is suspected, a chest x-ray is taken in which the result is not clear, a tac of the thorax is requested confirming a pneumothorax." It was reported that no medical intervention was required for the device issue and the pneumothorax was not caused by catheter insertion. The device was removed and replaced, and another attempt was successful. It was reported there was a delay in therapy without harm to the patient.